Event description:
It was reported that a cardiac perforation occurred. A watchman access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. Deployment of a 31mm wds with a double curve was sheath was attempted, but was unsuccessful. The physician then changed to single curve was sheath and a 27mm wds. During the deployment of the 27mm closure device, it was noted via contrast imaging that there was a small perforation of the left atrial appendage. The patient's vitals were assessed, and the patient remained stable. There was no intervention required for the perforation. The physician decided to abort the procedure. There were no further no further complications and the patient was discharged.